Event description:
A healthcare worker experienced a burning sensation with a whitening of the skin at his left index finger when removing items from a completed load. The symptoms were completely resolved within one day and he did not seek medical attention. The vaporizer plate was not in place but was subsequently installed.